Manufacturer narrative:
An event regarding a size/fit and assembly issue involving an exeter stem and introducer was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history database indicated that there have been no other similar events for the reported lot. Conclusions: a root cause of could not be determined as the device was not returned for analysis and insufficient information was provided. No further investigation is possible at this time. If additional information and/or device becomes available this record will be reopened.

Event description:
The customer reported that he tried to load the exeter stem onto the introducer and the spigot didn't fit the introducer. The exeter was implanted manually as no other introducer was available at the time. The case was completed successfully and the surgeon was happy with the outcome. There were no adverse consequences or delays to surgery as a result of the reported event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that he tried to load the exeter stem onto the introducer and the spigot didn't fit the introducer. The exeter was implanted manually as no other introducer was available at the time. The case was completed successfully and the surgeon was happy with the outcome. There were no adverse consequences or delays to surgery as a result of the reported event.